Event description:
During the investigation of the aviva combo blood glucose meter, it was found that the display of the blood glucose monitor was defective. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.